Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. No additional information has been provided to date. There is no discussion within the article, or indication of the device being directly or indirectly related to any reported patient outcomes. The article concluded that the non-fixation of 3dmax mesh in laparoscopic tapp repair is a feasible, safe option for surgical treatment with shorter mesh spreading time, reduced post-op and chronic pain compared with the conventional fixation of polypropylene mesh. Hernia recurrence, infection and pain are known inherent risks of the surgery and are identified in the adverse reaction section of the instructions-for-use, included with the product as possible complications. Regarding infection, the warnings section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2018) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "fixation of conventional polypropylene mesh versus non-fixation of 3d mesh in laparoscopic transabdominal preperitoneal (tapp) inguinal hernia repair: a randomized controlled trial". The aim of this study is to evaluate the efficacy of 3d mesh compared to conventional polypropylene mesh in laparoscopic tapp repair of inguinal hernia. The article describes the prospective randomized controlled study carried out between january 2018 to december 2018. Study included 60 patients grouped into two groups: group 1: patients with fixation of conventional medium weight polypropylene mesh (n = 30), and group 2: patients without fixation of 3dmax mesh (n= 30). Post operative complications identified in non-fixation group includes wound infection (1 patient; mesh not removed), hernia recurrence (1 patient) and chronic pain (1 patient). The article does not identify any medical/surgical action taken. Specific patient/case details are not provided. It was concluded that non-fixation of 3dmax mesh in laparoscopic tapp repair is a feasible, safe option for surgical treatment with shorter mesh spreading time, reduced post-op and chronic pain compared with the conventional fixation of polypropylene mesh.